Event description:
It was reported by repair work order that the customer alleged that the head end brakes do not engage. Upon inspection of the unit by the service technician, it was identified that the head end brakes could not engage and the power cord was frayed with electrical wires exposed.

Manufacturer narrative:
It was previously reported that the brakes could not be engaged. Upon completion of the manufacturer's investigation, it was determined that only one brake pedal was unable to engage the brakes, but the brakes could still be engaged using an alternative pedal.

Event description:
It was reported by repair work order that the customer alleged that the head end brakes do not engage. Upon inspection of the unit by the service technician, it was identified that the head end brakes could not engage and the power cord was frayed with electrical wires exposed.

Manufacturer narrative:
Bare wires.